Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device found a set screw with a rounded socket.

Event description:
It was reported that during the initial implant procedure, the physician tried to connect the right ventricular (rv) lead connector pin into the connector port of the implantable pulse generator (ipg), however, the setscrew of the ventricular port was stuck in the port and the setscrew would not turn with the torque wrench. The wrench was then removed out of the setscrew and re-inserted. However, the setscrew would not turn counterclockwise or clockwise. The ipg was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.